Event description:
The patient came in reporting instability and the cause is unknown. About 9 months after the primary surgery, the surgeon upsized the poly to give the patient more stability (from 10 to 11mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 november 2025. Lot 2418500: (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 19-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.